Event description:
On march 20, 2000, guidant received a complaint reporting that there was reason to believe that a pt, scheduled to receive a 26mm x 15cm ancure system implant, was implanted instead with a 24mm x 19cm implant. The implantation of the device was an uneventful procedure without difficulty and was successful; however, the pt died three days after the implant procedure. The implanting surgeon reported to guidant that, in his opinion, the death was not related to the implanted device, but instead was attributable to an unrelated embolic occlusion of the superior mesenteric artery. The reported cause of death was ischemic small bowel. The complaint also reported that the serial number on the label of the pouch (inner label) containing the 24mm x 19cm implant different from the s/n on the outer-box label had been assigned to a 26mm x 15cm ancure system implant.